Event description:
The caller alleged a discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.9, laboratory inr: 2.2; date: (B)(6) 2015, inratio inr: 3.4, laboratory inr: 2.8. Therapeutic range: 2.8 - 3.2. The time between testing, on each date, was ten (10) minutes. On (B)(6) 2015, the finger was "milked" after the finger stick. This is considered an improper technique when performing the inratio testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed while the product was within expiration. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Although an improper technique was identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.